Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported that the pump turned off was reproduced during evaluation. Improper shutdown was verified through a review of the event history log; however, it cannot be determined if the alarm is user induced or due to device malfunction. Evaluation found dried fluid residue on the battery contact pins on the rear case. The battery pins on the rear case were cleaned to correct this condition should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had turned off and was found in the intensive care unit. There was no patient involvement. No additional information is available.